Manufacturer narrative:
The claimed broken auger condition was confirmed. In collaboration with the subject matter expert and based on complaint investigations previously conducted, and returned components observations; the most probable cause was identified as a bent / broken cannula / auger induced during the procedure. It causes friction and vibration between the cannula and auger (probe), consequently, the auger could jammed inside the cannula or the friction between the cannula and auger heats up the probe material and eventually it could cause the auger (probe) and /or the cannula breakage. The device was scrapped at the manufacturer.

Event description:
It was reported that the dekompressor kit was being used in a procedure when the probe broke during insertion requiring it to be removed from the patient. The procedure was rescheduled due to the event which requires mild sedation. There were no patient or user injuries reported.